Event description:
The lay user/pt contacted lifescan on june 10, 2008 and alleged that her one touch ultra meter (serial number not provided) was displaying a message symbol) on lower left hand side. The medical affairs specialist was not able to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on a week prior, at 8:00 am. As a result of the reported issue, she claimed she skipped her insulin ("n&h 30 units and 10 units"). She also mentioned that she felt weak, dizzy, and dehydrated after the reported issue began. She tested on her friend's meter with a result of 453 mg/dl. She did not receive any medical intervention. At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. The pt was informed that the message seemed like a battery icon. She requested a replacement since she could not afford to purchase a battery. It is not known if and when the battery was last replaced in the meter. This complaint is being reported because the pt claimed to have experienced symptoms associated with hyperglycemia after she skipped her insulin due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.